Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the drive manifold assembly. The unit passed all functional and safety tests in accordance with factory specifications and was returned to clinical service. The failure analysis and testing dept. Received part qty 2 with a reported unit failure of the unit unable to pump. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested them to factory specifications per the cardiosave service manual part. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had no counterpulsation. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h11. Corrected field - e3, h6 (investigation findings, component codes).